Manufacturer narrative:
Date sent to the FDA: 12/11/2007. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is rec'd any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International customer reports, that a reservoir filled with air upon activation. The surgeon opines this observation is related to the surgical drain. No further info was provided.